Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient reported their pump became loose, and the doctor did not ¿secure it enough¿. The pump flipped and the cord got tangled up. The medication used within the system was unknown.